Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6) 2017, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and inflammation. No further patient complications were reported.